Event description:
A 93-yr-old female was in cardiac arrest when ambulance arrived and attempted to attach defibrillator pads. The crew had to open 5 sets of pads before finding a set that was not corroded. Pads were dated as being made in 10/92 and to expire in 11/94. The death of pt would have occurred anyway but this did cause delay. According to co, patch corrosion does occur secondary to a reaction between the gel and the metal at approx 8 months after MFR of the patches. He instructed rptr to return all of the patches. The co air shipped new patches.